Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2014. The device was disassembled to investigate and upon internal inspection corrosion was observed on multiple tracks of the membrane tail including tracks which affect the on button and tracks which would affect the green status led. The pcb also appeared to have watermarks consistent with exposure to moisture. Evidence from the history log suggests that this fault occurred after the last manual power up recorded on the (B)(6) 2017. The corrosion observed on the membrane tail and the watermarks observed on the pcba would indicate that the fault occurred as a result of moisture ingress. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.